Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing thresholds. It was also reported that several ventricular high rate episodes were observed on the interrogation report and they appeared to be due to noise or over-sensing on the right ventricular (rv) lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.